Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on the morning of (B)(6) 2025, the patient experienced throwing up. For 3 days her cgm was showing 70 mg/dl and she was throwing up. The patient did not perform a fingerstick to check her bg while at home. On (B)(6) 2025, she was still seeing 70 mg/dl displayed on her cgm and decided to call 911. The patient stated she is unable to recall further details because she was so sick at the time. However, her husband told her while she was at the hospital, her bg was 1350 mg/dl and she was treated with insulin and medication to be hydrated. The patient was diagnosed with diabetes ketoacidosis. The patient was discharged from the hospital 3 days later. At the time of the report the patient was doing fine at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.